Manufacturer narrative:
The manufacturer previously reported a failure of the interface board. The interface board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the interface board failing was due to excessive force to nurse call jack (j2).

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure related to the nurse call connector was observed. The device's interface board was replaced to address the issue.